Manufacturer narrative:
Product analysis :part # 6642007 : lot # kh18a143 visual inspection confirmed the of the locking prongs has been bent due to bend stress overload. Section e: initial reporter details are unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare facility via a medtronic representative regarding a tab extender to be used in a posterior lumbar fusion/fixation. It was reported that the tip of tab was found to be bent and the cap could not be attached. Product was used multiple times before. There was no patient associated with the event. No further complications reported regarding the event.